Event description:
The device monitors my blood oxygen continuously and stopped working mid exercise causing me to be unable to keep my oxygen flow up sufficiently to continue working out. I became dizzy and was assisted by others. It also goes out during times when I am not exercising. I reported it to the manufacturer and they sent me instructions on how to charge it. They refused to admit it does not in fact continuously monitor your blood oxygen. It's wellue sleepu wrist pulse oximeter spo2 & pulse rate recording continuously purchased on ebay from the seller recharge batteries. They refused to refund or replace it. I think all their devices do not work as advertised.